Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not getting any air flow. It was noted that the device was in clinical use when the issue occurred. A response to a follow up request sent indicated that the device being set up for patient use. There was no report of patient or user harm. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not getting any air flow. The rse informed the customer to add pressure in the pneumatics screen, and if the blower does not spin, the customer was advised to order a blower. The rse provided the customer with the part numbers for a replacement blower assembly and motor control board.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the blower assembly was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.